Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and duplicated the problem. Corrections included replacement of the system's radio transceiver board and adjusting the antenna output voltages. System was calibrated and safety tested to factory's specifications.